Event description:
A report was received that the patient developed an infection at the pocket site which was initially presented with excessive pus. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was prescribed with antibiotics. The patient was doing well post-operatively and the infection had cleared up.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.